Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B3: date of event is unknown; no information has been provided to date. Device evaluation: the customer reported error code alarm was confirmed with continuous alarm no error code. The probable cause was contamination. Contamination found around the chassis and at the downstream occlusion (dso) sensor and latch/lock area. Replaced main printed circuit board (pcb), dso sensor and latch/lock. The device passed functional testing after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
The customer returned the device stating, ¿error code alarm¿; during device evaluation it was found that there was a continuous alarm with no error code. Patient involvement is unknown.